Event description:
A physician reported a pt who was initially skin tested on 16 august 1999 with negative results. On 3 september 1999, the pt was treated at the nasolabial folds, vermillion borders, and vertical lip lines. The procedure was without event. On 25 september 1999 the pt noticed erythema and edema at the treatment sites. The pt had gone to the dentist the day she began to notice symptoms, and had held her mouth open widely for long periods. On 11 october 1999, the pt was examined and the physician noted no erythema, but did note edema at the treatment sites. The skin test site did not have symptoms. The physician was not certain of the diagnosis, but thought it was probably hypersensitivity. On 11 october 1999, the physician prescribed oral medrol dose pack for 6 days, and recommended massage to the treatment sites.